Manufacturer narrative:
This case, with patient identifier (B)(6) (strips with lot number 24636131) is related to case with patient identifier (B)(6) (strips with lot number 24629931) the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different active meters, within 10 minutes: 114 mg/dl and 519 mg/dl. The patient was unable to confirm with lot of strips was used for which result. No adverse event reported. Return of suspect device was requested and replacement was sent.